Event description:
It was reported that the carrier#4 was adhered to the film too strong, so the film dressing got peel off from the skin when the carrier#4 was removed. No patient harm or delay.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. 200 dressings were received as complaint samples. A dressing was pasted on arm skin, the non-adhesive tab was lifted at the end of the dressing to peel the no.4 carrier off the dressing. The carrier was hardly separated from the soft film. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.